Manufacturer narrative:
The returned straight suction was able to verify without issue when attached to a known good tracker displaying a divot error of 1.7 mm to 1.9 mm. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the instrument could not verify. The suspected cause is due to the instrument being deformed. There was a less than 1-hour delay to the procedure and no impact on patient outcome. (B)(6) 2021 (rep): no new information.